Event description:
The facility reported a fail code 703. Info was not provided regarding whether or not the failure occurred during a pt infusion. Details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.